Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one (1) controller and two (2) batteries with unknown serial numbers were not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported event was not confirmed. Based on historical review of similar events, the most likely root cause of the premature power switching event can be attributed to momentary disconnections or communication errors between the controller and batteries. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: unk/ catalog #: unk/ expiration date: unk/ serial or lot#: unk, UDI #: asku, device available for evaluation: no, device mfg date: unk, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: unk/ catalog #: unk/ expiration date: unk/ serial or lot#: unk, UDI #: asku, device available for evaluation: no, device mfg date: unk, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s controller was alarming prematurely indicating that the batteries needed to be replaced when the batteries were at 50% relative charge instead of 25%. The controller remains in use and the batteries were exchanged. No patient complications have been reported as a result of this event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.